Event description:
Pt is 4 months status post left knee anterior cruciate ligament reconstruction using bone-tendon-bone-patella graft. Exam of left knee shows a 3+ effusion present, and a palpable loose body in the anteriolateral aspect of the knee. Arthroscopy indicated a loose body situated between the posterior cruciate and anterior cruciate ligaments. The loose body was found to be the interference bioscrew used for graft fixation in the surgical procedure on 12/26/97. The graft was stable.